Event description:
A report was received from the affiliate indicating that late stent malaposition was confirmed on intravascular ultrasound (ivus) in seven patients during follow-up. There were no clinical adverse events related to this finding.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the cypher sirolimus-eluting coronary stent distributed in the united states. Any additional information will be submitted within 30 days of receipt.